Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product returned on (B)(4) 2012. A visual inspection and a test for flow and leak were performed on the returned used device. The tubing was leaking due to a hole at the middle of the tubing. Use of excessive force and/or tools or exposure to certain substances such as disinfectants or perfumes may also damage the tubing causing it to leak.

Event description:
Pt reported she changed the infusion set and dropped the infusion device to the floor, and she noticed there was a small crack in the tube 8 hours later. She did not immediately notice any issues, and the infusion device did not display any alert/error messages. She had attempted to correct hyperglycemia by delivering insulin via the infusion device, but this was not successful. Pt experienced hyperglycemia of 28 mmol/l (504 mg/dl) as a result and reported she had "ketoacidosis." Two additional attempts were made to follow-up with the pt, and these were unsuccessful. The infusion set was requested for evaluation. It was not reported that the pt required treatment form a health care professional or second party to address the issue.